Event description:
Boston scientific received info that this right atrial (ra) lead dislodged due to the pt twiddling the lead. Impedance measurements of greater than 2,000 ohms and oversensing on the lead were also noted. A revision procedure was therefore performed. During the procedure, the physician noted that the lead was wound up in the pocket around the pt's right ventricular (rv) lead, and the insulation was worn away. The lead was explanted, replaced and returned for analysis.